Event description:
A malfunction was reported on a pump, identified with malfunction code malf 12, which the customer had not encountered before. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction was observed. The customer was advised to continue using the pump and to return for assistance if the issue recurs.